Manufacturer narrative:
Batch review performed on 22 january 2021: lot 103205: (B)(4) items manufactured and released on 03-dec-2010. Expiration date: 2015-10-31. No anomalies found related to the problem. To date, all the items of this lot have been already sold without any similar reported event since 1-1-2017. Clinical evaluation performed by medacta medica affairs department: femoral component revision performed 10 years after primary cementless total hip arthroplasty in (B)(6) year old woman. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described long-term adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determine.

Event description:
Revision surgery 10 years after primary surgery due to the stem loosening. Stem and ceramic head were revised successfully.